Manufacturer narrative:
Initial.

Event description:
It was reported that the user's ilet system with dexcom g7 continuous glucose monitor (cgm) experienced cgm connectivity issues, including a brief sensor issue alert and an impending "enter bg, dosing stops in 1 hour" notification, after which the agent guided the user to toggle settings and re-enter and confirm the sensor serial number, and advised on time for repairing; the event is consistent with intermittent communication failure associated with the antenna/electrical communication pathway of the cgm integration. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between system components leading to intermittent communication failure localized to the electrical/antenna communication function. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.